Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-16191. The pt has two scs systems. It was reported the pt had not charged both of her ipgs for approximately 18 months because she was depressed. The sjm rep confirmed both ipgs were inoperable. The physician explanted and replaced both ipgs on (B)(6) 2013.